Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups batteries and hdd were evaluated and replaced. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that intermittently the system was not saving pt images. There is no report of injury or death associated with the event described in this complaint.